Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 300 mg/dl. The customer stated that the drive support cap is falling out.the customer stated that the plastic near it was broken and when she changed her belt clip it fell off completely. The customer was advised to treat as per health care provider. Customer reported that the drive support is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.